Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 650 mg/dl. To address the high blood glucose level, the customer's daughter assisted in administering a correction bolus via the pump. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin delivery.